Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information was requested, and the following was obtained: can you please provide more event details? This is all the dr told me. Was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? Eventually slid of tissue. If yes, did the jaws eventually open? Yes. Did the device lock-out (no staples deployed and no cut line started)? Yes. Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Or, did the device staple, but not cut some or all of the tissue? Did the device deliver any staples? If yes, were the staples that deployed into the tissue in the proper closed b-formation? If the stapler did fire was the staple line complete? Did the device cut? If yes, was the cut line complete?

Event description:
It was reported that during a laparoscopic appendectomy the stapler misfired and would not reopen. A similar device was used to complete the case. There were no patient consequences.